Event description:
It was reported that the right atrial (ra) lead had dislodged during device replacement. The lead was revised and repositioned remaining in use. A month later, the lead dislodged again and the physician decided to replace the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.